Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer she stated that she was battling the thrush for 4 weeks beginning (B)(6) 2016  and prescribed nystatin to treat the thrush.  The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that she was experiencing low suction and she was battling thrush.